Manufacturer narrative:
A ge representative and the customer in house technician evaluated the system and found the uninterruptible power supply needed to be replaced. The ge representative ordered and replaced the power supply. System operates as intended.

Event description:
The system boots up and displays a ups communication error. No patient injury was reported.